Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency department after losing consciousness. Upon device interrogation it was noted that the patient received inappropriate high voltage therapy due to lead noise. Lead replacement was recommended. No further information is available.